Event description:
It was reported to vyaire medical that the customer wants to send in device for event trace investigation after a patient expired while on the device on (B)(6) 2024. The event was emergent and no time range was provided. Customer states that they are wanting to have the device checked out and reviewed and report no prior issues with the device or during the incident.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2011 and was not subject to UDI requirements and removed UDI info in d4. H3: device was evaluated by failure analysis lab and an event trace review was performed. Customer settings were recorded and the unit was set to ventilate for 25 hours. The unit continued to operate as expected with no alarms. Power on self test (post) and event trace review found ltv unit to be working as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.